Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to an episode of atrial arrhythmia. This device experienced therapy exhaustion. The device remains in service. No adverse patient effects were reported. Additional information obtained, the device received programming changes and rate control meds were applied to the patient.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to an episode of atrial arrhythmia. This device experienced therapy exhaustion. The device remains in service. No adverse patient effects were reported.